Event description:
It was reported by the representative that the (1) atw35 was used during an unknown procedure. It was reported that the initial load was fired and worked. The device was reloaded and when fired, the reload fell off into the pt. The reload was retrieved without difficulty and the procedure was completed. There was no pt consequence.